Manufacturer narrative:
The camera head was returned to olympus. The device was inspected and the user request ¿electrical issues¿ was confirmed. A cracked video connector causing liquid intrusion and electrical issues was confirmed. The device failed the leak test. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the high-definition autoclavable camera head has "electrical issues." No further details regarding the reported malfunction were provided by the customer. The problem was found during reprocessing. There was no patient involvement reported.